Event description:
It was reported that during a stent graft procedure in an av graft, add'l force was needed to complete the deployment of the stent graft successfully. An add'l stent graft was positioned at the lesion site; however, the stent graft could not be deployed, add'l manipulation was unsuccessful for deployment of the stent graft. The stent graft was removed over the wire. No add'l stent grafts were deployed. There is no reported pt injury.

Manufacturer narrative:
The manufacturing date has been provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the outer catheter was bent at 8.6cm and 86.2cm from the distal tip of the device. The stent graft was partially deployed and protruded approx 1.4cm from the tip of the outer catheter. An attempt to deploy the stent graft was not successful, as the inner catheter could not be moved relative to the outer sheath. The investigation is confirmed for partial deployment. The definitive root cause could not be determined based upon the available info. It is unk whether pt and/or procedural issues contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.